Manufacturer narrative:
The device has not been returned to the MFR for evaluation. Halos and glare are a known and labeled possible side effect of multifocal lens implant. Results from the product history record review indicated the product met release criteria.

Event description:
The physician removed and replaced the lens due to the pt's complaint of halos and glare.